Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a non-medtronic (gore 18fr dryseal 65cm) sheath was used to protect the patient¿s existing chronic artery dissection in the descending aorta. The sheath was inserted from the right femoral artery to the descending aorta, and the valve was implanted. A complete atrio-ventricular block (cavb) occurred after the valve was placed at a depth of approximately 4mm on both the non-coronary cusp (ncc) and left coronary cusp (lcc). Follow-up monitoring for the cavb was performed with the temporary pacemaker hr80 setting. After the delivery catheter system (dcs) and sheath were removed, a contrast agent leak from the area near the right femoral artery was observed in the lower extremity angiography, and a vascular injury was confirmed. Per the physician, the dcs had been inserted into the 18 fr dryseal sheath, therefore the vascular injury was not directly caused by the dcs, but occurred when the sheath was inserted. A 7 fr sheath was then inserted from the contralateral side left femoral artery, and a non-medtronic (viabahn vbx 8mm x 59mm) balloon expandable stent was placed by crossover. There were no problems with the final lower extremity angiography. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical product: product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system (dcs) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a 7fr non-medtronic sheath was used. In addition, the patient¿s blood vessel tortuosity (bend) and calcification were observed that contributed to the vascular injury. No adverse patient effects were reported.

Manufacturer narrative:
Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.